Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus premier ous mr 16 x 3.50mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to the proximal section of the stent; stent strut rows were stretched and bunched. The most distal stent strut row was lifted from the stent profile. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 11-oct-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 28 x 3.50mm, eccentric target lesion with a bend of between 45 and 90 degrees was located in the moderately tortuous and moderately calcified mid left anterior descending artery. Following pre-dilatation, a 16 x 3.50 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient was absolutely doing fine. However, returned device analysis revealed stent damage.